Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter, shelf box, and pouch. Microscopic and visual analysis of the returned device revealed there was no blood and contrast present. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear started at the proximal markerband and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the radial vein. The 99% stenosed lesion was located in the calcified and moderately tortuous brachial arteriovenous fistula. A 10.0 x 40/80 (5f) sterling balloon catheter was advanced through a previously placed unspecified stent in order to reach the target lesion that was distal to the stent. Upon the "fourth or fifth" inflation at 12 atms a balloon rupture occurred. The balloon catheter was removed intact. The procedure was completed with a sterling 8.0x40mm balloon catheter. No patient complications were reported and the patient's status is good.